Event description:
The patient reported their control solution test was out of range multiple times. Patient tried multiple bottle of strips and the results were out of range for control solution 1. The patient didn't seek or receive medical attention.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.